Event description:
Patient presented to the ed for right sided lower quadrant pain which was caused by kidney stone.

Manufacturer narrative:
Pt was treated for kidney stone (rt side), treatment was medication for pain and discomfort (doxazsin and hydrocodone - acetaminophen.

Event description:
Patient presented to the ed for right sided lower quadrant pain which was caused by kidney stone.

Manufacturer narrative:
Pt was treated for kidney stone (rt side), treatment was medication for pain & discomfort (doxazsin and hydrocodone - acetaminophen.